Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/faded/discolored display screen. The reporter indicated that the display screen was able to be read safely. During troubleshooting, resetting the contrast on the pump did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.